Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue of air being pumped into home patient was not confirmed in the device logs or duplicated during the evaluation performed by the product analysis lab (pal). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. Multiple short therapies were performed and completed successfully. An air detection check was performed and passed. Air was intentionally drawn into the cassette during each phase and the device alarmed with a se 2240, followed by a se 2367 when the power was cycled. At no time did the device deliver air into the patient line. A review of the device logs revealed no anomalies and no indications of air in the disposable set. The pal did not identify any device failure or malfunction that could have caused or contributed to the reported issue. The assignable cause for air infusion was undetermined. The device history record was reviewed and no issues were identified that may have contributed to air infusion. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report air being pumped into the customer on a home choice (hc) machine during use. The home patient (hp) stated that she was getting air in her. The baxter technical service representative (tsr) initiated a swap of the machine. The registered nurse (rn) was to program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.